Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a diagnostic colonoscopy checkup, patient not under general anesthesia, without delay and was completed using the same device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen blacked out momentarily when the connection was pushed in. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.